Manufacturer narrative:
Testing and investigation found the device failed self test and displayed alarm for 11/004/030 (less than 2.0 volts on lithium battery) service code alarm. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. The pump was returned to the biomedical department from the anesthesia department with a report the device alarmed with a 11/004 service alarm code. There were no reports of any adverse events or delays in critical therapies while the device was in clinical use. No add'l info was provided.